Event description:
PICC placed via left basilic vein. Pt receiving multiple drugs, including morphine & pentanyl. Pt has leukemia & is neutropenic. On 9/13/97, pt had 3cm cord going up the arm & by 9/15/97, the cord was 6cm long and was pulled.